Manufacturer narrative:
Additional narrative: patient identifier is unknown. Exact patient weight is unknown, but the patient was reported to be of ¿normal¿ weight. Date of postoperative articular perforation is unknown. (B)(6). Report the revision procedure took place due to articular perforation of the blade. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: october 24, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a procedure on (B)(6) 2015 to implant a proximal femoral nail antirotation (pfna). On an unknown date, a decision was made to remove the implant due to uncertainty surrounding bone healing and the blade's positioning. It appeared that the blade seemed to have perforated the articular surface. The operation took place on (B)(6) 2015 with the possibility of conducting a joint replacement. Due to bony union, however, the joint replacement was not completed. No additional information is available at this time. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the item shows damages at the tip of the screw and also outside of the thread. The stardrive shows some wear marks at the edges. The measurable dimensions of the screw could not be checked due to the damages. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, the exact cause which has led to this occurrence cannot be determined. Due to the damages at the thread, it is likely that the screw position was not correct and during insertion the screw stripped the groove, which likely led to the damage. There are also damages at the groove of the nail visible. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.